Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate and customer experienced an elevated blood glucose (bg value not provided). Customer reverted to using another pump for insulin therapy. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot.